Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings:a review of the pump¿s black box and alarm history showed no activity outside of normal use. A 10 unit normal bolus and a 10 unit audio bolus were performed correctly; the display remained illuminated and no anomalies were observed. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. Also unrelated to the complaint, evaluation revealed that the display was dim and faded. The complaint that the display was going blank when performing boluses was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen would go blank on occasion when attempting to deliver a bolus. Reportedly, the screen would come back on and the bolus would deliver as programmed. The reporter denied any other power issues and confirmed that the pump does not require the patient to re-prime when the issue occurs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.